Event description:
It was reported that the patients ipg migrated. It was noted that the patient was experiencing pain at the ipg and lead incision sites. All device components were explanted and were not returned as they were disposed by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 20088704/19018165.